Event description:
We returned two stone extractors to the manufacturer for evaluation after experiencing difficulty during two different procedures. Surgeons were unable to get the extractor to close in both cases. Cook responded to state that they found inadequate adhesion to be a potential cause for this failure and are investigating the issue further.